Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the insert would not fit in the tibial component during a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: complaint sample was evaluated and the reported event was confirmed. The examination of the returned articular surface has a tool mark on the anterior side of the articular surface. Dovetail feature was observed to be compressed on one side and flared out on other side. Device history record was reviewed and no discrepancies were found. Root cause was found to be user error. The damage to the articular surface is consistent with the articular surface not being correctly placed and oriented before pushing it using the inserter instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.